Event description:
It was reported that high impedances were noted on the lead. The patient underwent a procedure in which the lead was explanted.

Event description:
It was reported that high impedances were noted on the lead. The patient underwent a procedure in which the lead was explanted. It was additionally reported that the patient experienced inadequate stimulation, which is why the revision procedure was performed. The patient is doing well post operatively.

Event description:
It was reported that high impedances were noted on the lead. The patient underwent a procedure in which the lead was explanted. It was additionally reported that the patient experienced inadequate stimulation, which is why the revision procedure was performed. The patient is doing well post operatively.